Event description:
Pt underwent left knee replacement on (B)(6) 2013 utilizing the stryker cementless titanium knee system. Eight months postop, xrays indicated radiolucent lines and resorption of bone with dentate lines around the keel. The pt is scheduled for revision surgery. It was opined that the radiologic findings could be the result of uneven cuts obtained by the power equipment and excess heat generated by the blade system. The surgeon has identified nine other cases with similar findings including one that required revision surgery.